Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter who confirmed the cause of the shocking; the cause of the shocking was from the nerve block. For now, the shocking issue has been resolved. However, they are afraid that it will happen when they go back and try again on (B)(6)2018. The patient went on saying they don't know if the healthcare provider (hcp) touched the wires or anything else, but they had to stop halfway through the nerve block because of the shocking. Patient said it hurt like putting your fingers in a socket with wet hair. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient was recently given a nerve block around the ins area and they kept getting shocked so they stopped about halfway through; they inquired about nerve block/injections. Considerations were reviewed and it was recommended to discuss the issue with the healthcare provider (hcp). The patient also inquired how to turn their ins off; information reviewed. As a result of what was reported, they were redirected to their hcp to address the reported issue. No further patient complications have been reported as a result of this event.